Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a bakri tamponade balloon catheter had a leak in the balloon. Following a vaginal delivery, the user placed the device to treat the postpartum hemorrhage. Water leakage was noted and the balloon was removed; a small leak in the upper portion of the balloon was noted. The device was immediately replaced, the procedure was completed, and hemostasis was achieved. Total estimated blood loss was approximately 600ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 13jun2022: inflation volume of the balloon was 350ml. The total amount of bleeding during placement was 115ml (vaginal bleeding weighing 92ml+ balloon drainage volume 23ml), and the vaginal bleeding weighing 40ml after balloon removal. The device was not handled by, or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary it was reported that a bakri tamponade balloon catheter had a leak in the balloon. Following a vaginal delivery, the user placed the device to treat the postpartum hemorrhage. Water leakage was noted and the balloon was removed; a small leak in the upper portion of the balloon was noted. The device was immediately replaced, the procedure was completed, and hemostasis was achieved. Total estimated blood loss was approximately 600ml. Inflation volume of the balloon was 350ml. The total amount of bleeding during placement was 115ml (vaginal bleeding weighing 92ml+ balloon drainage volume 23ml), and the vaginal bleeding weighing 40ml after balloon removal. The device was not handled by, or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), documentation, drawing, trends, the instructions for use, manufacturing instructions, and quality control data. The device was returned without packaging or label. A leak test was performed and after inflating the balloon with water a pin hole was noticed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: avoid excessive force when inserting the balloon into the uterus. Instructions for use: important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that source of the bleeding is not arterial. Transvaginal placement: 1. Determine uterine volume by direct examination or ultrasound examination. 2. Insert the balloon portion of the catheter into the uterus, making certain that the entire balloon is inserted past the cervical canal and internal ostium. 3. Place an indwelling urinary bladder foley catheter at this time, if not already in place, to collect and monitor urine output. Balloon inflation: with syringe warning: always inflate the balloon with sterile liquid. Never inflate with air, carbon-dioxide or any other gas. Note: to ensure that the balloon is filled to the desired volume, it is recommended that the predetermined volume of fluid be placed in a separate container, rather than relying on a syringe count to verify the amount of fluid that has been instilled into the balloon. 1. Place an indwelling urinary bladder foley catheter at this time, if not already in place, to collect and monitor urine output. 2. Using the enclosed syringe, begin filling the balloon to the predetermined volume through the stopcock. 3. Once the balloon has been inflated to the predetermined volume, confirm placement via ultrasound. The cause of the complaint could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.